Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level of 1040 mg/dl. Reportedly, the cause was the customer changed the cartridge, however did not load the cartridge with insulin. Additionally, the customer changes supplies every 3 to 4 days, which is not in accordance with tandem labeling. Tandem technical support informed the customer on tandem¿s cartridge instructions for use, customer acknowledged. Additionally, the customer's pump time was incorrect; customer acknowledged and corrected. The customer attempted to resolve the issue by delivering a manual bolus. The customer went to the emergency room (ER), and subsequently, was admitted to the hospital where an insulin drip, and treatment for a pulmonary event were administered to address the reported issue. The customer confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.